Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced the post-op complication of delayed wound healing. Medical affairs has assessed the patient¿s postoperative course as not-serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. This MDR is submitted to represent the galaflex (device #2). An additional MDR is submitted to represent the galaflex (device #1). Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting. Device not returned - remains implanted.

Event description:
Per clinical trial cp-1060: on (B)(6) 2017, patient underwent bilateral superior breast reduction using a full vertical and horizontal t incision. 2 pieces of galaflex (device #1 and device #2) were used. Concomitant procedures included liposuction of lateral breasts and chin. On (B)(6) 2017, delayed wound healing of bilateral breasts at t junction of incisions was reported. Patient did not receive any treatment/medication. Resolved without sequelae on (B)(6) 2018. Review by medical affairs identifies the reported ae is likely related to the device and not serious.